Manufacturer narrative:
This device was not returned to mmdg for evaluation. Mmdg was also not provided with a part or lot number making a device history review impossible. Because the set was not returned, no investigation was performed and mmdg was unable to confirm the complaint.

Event description:
The initial reporter stated that the administration set started to leak when they tried to prime it. During a follow up call from an mmdg clinician, the patient stated that she had been given tubing with the incorrect filter size, and that it did result in her missing one day's infusion, but that she did receive the correct administration sets, and that she did not experience any adverse events. (B)(4).